Event description:
It was reported new hardware was installed (2 new screws and a plate) due to non-union (date of surgery (B)(6)2020)

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event like catalog- and lot numbers of the used devices and as well as the affected devices must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported new hardware was installed (2 new screws and a plate) due to non-union (date of surgery (B)(6) 2020).